Event description:
A 44-year-old male with acute myocardial infarction/cardiogenic shock and a pre-support clinical state consistent with scai shock stage c underwent impella cp implanted via the right femoral artery. During support, the impella cp functioned as intended at p-4 providing 2.6 l/min flow with d5w sodium bicarbonate purge solution. While on support, bleeding was reported at the insertion site. The patient remained clinically stable. Interventions included securing the impella at 45 degrees, changing the dressing, tightening previously placed proglide wires without improvement, and placement of additional sutures by a vascular surgeon. Further vascular surgery consultation was planned, and the cardiology team discussed accelerated device weaning due to the bleeding. Echocardiographic assessment and review of clinical parameters and laboratory results were also planned. The patient had previously undergone successful multivessel pci. The impella was successfully weaned and explanted and the patient survived. The reported major bleed is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.